Event description:
The field engineer reported that the system would lock up and keep beeping after the x-ray switch was released. There is not report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.